Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: an express ld device was received for analysis. A visual examination of the returned device confirmed that the mid-section of the balloon was tightly wrapped. The distal and proximal balloon sleeves were relaxed and appear to have been subjected to positive pressure. No issues were noted with the balloon material. The stent had found moved in a proximal direction. The proximal end of the stent was slightly expanded. No issues were noted with the tip of the device.

Event description:
It was reported that stent dislodgement occurred. Balloon dilation and stent placement was performed. The patient was in a supine position, and puncture was performed through the right femoral artery. Angiography showed a variant of the arch; tortuosity at the left subclavian artery and severe calcification with stenosis of 85%. After an 8f non-boston scientific (bsc) long sheath was engaged coaxially and a 0.035x260 guidewire was crossed the lesion, a 6x60-135 mustang balloon catheter was advanced for dilation. A 9.0x30x135 cm express ld vascular stent was advanced for treatment. The stent had difficulty advancing into the lesion. However, when the balloon was inflated, the stent dislodged. The physician advanced the long sheath forward and up to the end of the stent, and slowly withdrew the long sheath together with the stent. It was observed that the stent dislodged visually. There were no fragments left inside the patient's body. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable post-procedure.

Event description:
It was reported that stent dislodgement occurred. Balloon dilation and stent placement was performed. The patient was in a supine position, and puncture was performed through the right femoral artery. Angiography showed a variant of the arch; tortuosity at the left subclavian artery and severe calcification with stenosis of 85%. After an 8f non-boston scientific (bsc) long sheath was engaged coaxially and a 0.035x260 guidewire was crossed the lesion, a 6x60-135 mustang balloon catheter was advanced for dilation. A 9.0x30x135 cm express ld vascular stent was advanced for treatment. The stent had difficulty advancing into the lesion. However, when the balloon was inflated, the stent dislodged. The physician advanced the long sheath forward and up to the end of the stent, and slowly withdrew the long sheath together with the stent. It was observed that the stent dislodged visually. There were no fragments left inside the patient's body. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).